Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal left anterior descending artery. Pre-dilatation was performed and the 3.5 x 18 mm xience v stent delivery system (sds) was advanced to the lesion. The sds was inflated to 18 atmospheres (atm) successfully. After deployment, it was noted that the sds balloon was difficult to deflate. After approximately 30 seconds, the balloon could not be completely deflated. The sds balloon was partially deflated, and was removed with the guiding catheter. During deflation and removal of the sds, the patient felt uncomfortable (angina) and was observed for approximately 10 minutes. The stent was confirmed to be implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the difficulty in balloon deflation. A review of the lot history record was conducted and found no non-conforming reports for this lot. Additionally, the a review of the complaint handling database found no other incidents related to deflation difficulties for this lot. Although a product issue was identified, it appears to be an isolated incident. Based on the related records review, review of the elhr for this lot and the actual complaint rate, there is no indication that the larger population of product is affected by this issue. Additionally, there is no evidence to suggest that the product issue affects inventory or distributed product. No further action is required at this time.